Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon review of a remote merlin.net transmission, inappropriate programming had resulted in a diagnostics anomaly. No patient symptoms were reported. No intervention was reported.